Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/29/2020-001-r. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.

Manufacturer narrative:
Visual, functional and dimensional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents/complaints from this lot. It was reported that the nc trek bdc was overinflated to 20 atmospheres (atm) during the third inflation. It should be noted that the coronary dilatation catheters, nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek rx device is 18 atm. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported deflation issue is related to a manufacturing issues. The reported difficulty removing the device from the guiding catheter appears to be related to operational context. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.e1 - phone format was corrected.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 4.0x15 mm nc trek balloon dilatation catheter (bdc) was prepped outside the anatomy and advanced and inflated 3 times. Once to 12 atm and deflated, second to 16 atm and deflated and the third time to 20 atm and the bdc would not deflate. The bdc could not be pulled back into the guide catheter as it was still too big; therefore, the sheath, wire, guide and balloon were removed as a single unit. The vessel was re wired to take final pictures. There were no adverse patient effects and there was no clinically significant delay in the procedure. Reportedly, there was contrast in the original balloon but saline was attempted and deflation was still not successful. No additional information was provided.